Event description:
It was reported that one month after the patient had the device implanted, she was in a car accident and was hit from behind. The patient needed to get screws in her cervical fusion area checked to make sure they were not moved. Compatibility guidelines for MRI, CT/cat scans and x-ray and/or fluoro were requested. It was noted that the patient was upset that she could not get an MRI and indicated she would have the device taken out. The patient had problems with her extremities, numbness and tingling due to neck fusion. The patient indicated that her doctor did not know why this was happening and because of the issues, the patient did not work. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID: 3889-28 lot# va03n2k, implanted: 2013 (B)(6), product type lead product ID: 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).